Manufacturer narrative:
On (B)(4) 2011, contact phone number provided by consumer is not in service. Sent a letter, as well as an email, to the consumer in effort to gather more info on the incident and to request that the unit be returned for eval.

Event description:
Customer claims that the light on the uv sanitizer popped up and cut his younger brother on the cheek. Customer stated that they took their brother to the doctor and that the small cut just needed to be "patched up".